Event description:
It was reported that a defect occurred with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, "the catheter tip was deformed and hcp couldn't puncture."

Manufacturer narrative:
Investigation summary: one actual sample in open package was returned for evaluation. A bd quality engineer inspected the returned unit and confirmed the reported observation of catheter tip damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. The catheter tip damage could be a result of needle pierced through catheter. Needle pierced through catheter can be caused by the assembly process. CAPA# 590840 was raised to address the defect caused by the assembly process. Needle pierced through catheter can also happen during product application when the product was manipulated. Based on the sample evaluation, the catheter tip damage could be a result of needle pierced though catheter during product application. As the product been used, unable to determine the root cause that resulted in the dull/blunt needle. The complaint will continue to be tracked and monitored.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defect occurred with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, "the catheter tip was deformed and hcp couldn't puncture."